Manufacturer narrative:
Article citation: fan gaskin, jennifer c., et al. ¿risk factors associated with xen gel stent-related endophthalmitis.¿ clinical & experimental ophthalmology, 2022. Crossref, https://doi.org/10.1111/ceo.14115. Multiple requests for further information have been made. Allergan has received no response from the authors. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
The article "risk factors associated with xen gel stent-related endophthalmitis" noted a patient with an xen®45 gts developed endophthalmitis 7 months after implant in the unknown eye. This is the same article reported under MDR ID # 3011299751-2022-00114 (allergan complaint (B)(4)), MDR ID # 3011299751-2022-00107 (allergan complaint (B)(4)), MDR ID # 3011299751-2022-00109 (allergan complaint (B)(4)), MDR ID # 3011299751-2022-00110 (allergan complaint (B)(4)), MDR ID # 3011299751-2022-00111 (allergan complaint (B)(4)), and MDR ID # 3011299751-2022-00113 (allergan complaint (B)(4)). This MDR is being submitted for case 5.